Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of (B)(4). The "door jammed" alarm was confirmed through an event history log review. The cause was undetermined. If any additional info is received a follow up will be sent. The upper auxiliary assembly was replaced.

Event description:
During the evaluation of a returned spectrum infusion pump, 1 occurrence of "door jammed" alarm was identified in the event history log. Any pt involvement, injury or medical intervention is unk since this item was found during evaluation of the device.